Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a fracture, high impedance, oversensing, noise, and counts to the sensing integrity counter (sic). The rv lead was capped and replaced. A coil on the replacement lead became stretched due to a vein occlusion during the placement attempt. The lead was removed from the patient, and an alternate lead was placed. No further patient complications have been reported as a result of this event.